Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2014 with the following findings: a review of the pump black box data revealed a manual time adjustment of one minute, but no evidence of a time and date reset. A timekeeping accuracy test was performed and a time difference of two seconds was observed. The pump was powered off for one hour, and the time and date reset to factory settings when rebooted. Further investigation could not be completed due to the time and date reset. The pump case was removed and corrosion was found the internal clock battery.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump was gaining/losing time by more than five minutes every month. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.